Event description:
Hemoglide catheter cracked two weeks after being inserted in patient.

Manufacturer narrative:
This complaint of an external leak is confirmed, however, the mechanism that caused the leak in the catheter is undetermined. The product implicated and returned for evaluation is a hemoglide 23 cm dual lumen straight catheter. The complaint sample was returned in three individual sections ranging from 8.9 inches to 6.2 inches in length. The shortest section (1.6 inches) represents the middle section. The proximal section measures 8.9 inches in length and contains the venous and arterial lumens and bifurcation site. The discoloration of the catheter between the distal end of the extension tubing and the bifurcation site is due to chemical degradation. Evident by the sample returned it appears the catheter has been exposed to a harsh skin prep or some other type of catheter cleaning solution(s). During gross and functional examinations the complaint sample confirmed one leak site that is located on the arterial side of the catheter. The leak site is identified with the proximal section. The leak is located on the arterial side of the catheter. During infusion a spraying leak was observed. The leak site exhibits a longitudinal split in the tubing. Probing the split site with a yellow vein pick exposes the inner lumen. No damage to the inner septum that separates the arterial and venous lumens was observed. The split measures 0.3 inches in length. The split in the tubing is straight with rough and jagged edges. A cross section view of the leak site shows a granular texture. No blunt instrument trauma was observed to the od of the catheter that would be associated with the leak site. A lot history review (lhr) of rexj2064 showed no other similar product complaint(s) from these lot numbers.